Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4.1 pocket b6 had failed and had invalid cubie memory error. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 4.1 pocket b6 had failed and had invalid cubie memory error. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer half height 4.1 cubie b6 read write memory error. The field service engineer (fse) verified errors on-screen and assisted the pharmacy technician in releasing and recovering cubies. After restarting, no errors were displayed, all drawers and rows were detected, and the removed cubie was returned to the pharmacy. The system functioned as intended after the field service engineer resolved the issue.